Manufacturer narrative:
Patient ID/initials is unknown. Date of event: screw backed out on an unknown date in 2017. UDI: (B)(4), lot unknown. Explanted date: device has not been reported as explanted. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a follow up visit that a locking screw backed out of a trochanteric fixation nail advanced (tfna) nail at unknown time post operatively. Original implant date was (B)(6) 2017. There is currently no plan for a revision procedure. Concomitant medical devices: tfna nail (part/lot unknown, quantity 1), helical blade (part/lot unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted that the screw backing out was noted via x-ray during a follow up visit.